Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze, during a patient check. It was noted that the programmer's fan was noisy, at the time of the issue. It was further noted that the programmer was able to complete the patient check. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: freezing behavior was unconfirmed by log file parsing, and was unable to be reproduced during testing. The noisy fan was confirmed, and replaced. The power cord was found to be pulling apart, but functional, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.